Event description:
Device issue:dislodged stent. Time of device issue: during the procedure. Adverse event: stent implanted in unintended site/medical intervention. It was reported that after deploying a stent proximally, an attempt was made to place the promus 2.75 x 12 mm distally, but it caught on the proximal stent and the stent came off the balloon in the left main. A balloon was used to successfully deploy the stent in the left main with no harm to the patient. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was reported. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.